Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a p/l fusion for spondylolithesis at l3/5 using posterior fixation. One of the non-break off set screws at l3 backed out post op. A revision surgery was performed approximately six weeks post op.